Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current test of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 52/51 mg/dl, for level high were 243/248 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed several blood glucose tests with the following results - 580 mg/dl and 450 mg/dl. She was not experiencing any significant symptoms but called the paramedics out of concern with the high readings. The paramedics performed a blood glucose test with their meter and the result was 108 mg/dl. No treatment was administered and she was transported to the ER. After 5 hours in the ER the end user was discharged. There were no treatments given and no additional tests were performed. The end user was instructed to follow-up with a diabetic clinic. No additional details were provided in regards to this medical event.